Event description:
A report was received that the patient's ipg would not work. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg would not work. The patient will undergo a revision procedure.